Event description:
The caller reported that the wake button on the pump was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. The customer continued to use current pump.